Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an egd (esophagogastroduodenoscopy) with banding procedure (patient age, gender and weight are unknown). According to the complainant, during the procedure, the bands failed to deploy from the ligating head. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed, no anomalies related to the reported complaint were noted. A search of the complaint database revealed no additional complaints reported for the same lot.